Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The customer declined repairs of the device and confirmed that the device by physio-control will not be performed and the cause of the reported failure cannot be determined.

Event description:
It was reported that the device had logged a critical fault code that could prohibit defibrillation therapy from being delivered. There was no pt use associated with the reported failure.